Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor is unable to calibrate. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. Additional information: phone no. :(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had inspected the unit and found nothing wrong. The error they complained about is a clinical alarm, with remedies which is being found in the instructions for use in the manual. Than the fse had performed a full calibration and tested the unit. The product had passed all the functional/safety testing while the unit was returned to the customer. Actually the assembly, safety disk and tidal volume disk were replaced due to hour/cycles, under the normal maintenance mode. These have nothing to do with the issue which is being reported by the customer.

Event description:
N/a.